Event description:
It was reported that during follow-up, an increased capture threshold and impedance were observed. A decrease in sensing was also noted. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.